Event description:
Reportable based on analysis completed on 11/30/2011. It was reported that during an embolization treatment procedure, the coil would not advance in the microcatheter and detached during removal. The target lesion was located in the patient's mildly tortuous bronchial artery. Utilizing continuous flush, a renegade microcatheter was placed in the vessel and an unspecified coil was implanted. The 4.0mm x 15cm fibered interlock detachable coil was then inserted, but resistance was noted in the distal end of the catheter and the coil would not advance. While retracting the device, the introducer hit the renegade hub and the coil detached in the catheter. The devices were removed together and the procedure was completed with another of the same coil. There were no patient complications reported and the patient's status is fine. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned product revealed the introducer sheath and pusher wire were returned, not the coil. The pusher wire was returned inside the introducer sheath. The interlocking arm of the pusher wire was visibly bent and the core wire was severely stretched. A significant amount of dried blood was present in the introducer sheath. Difficulty was experienced removing the pusher wire due to the dried blood and the severe stretches on the pusher wire. The introducer was cut and the pusher wire was removed. The pusher wire was inspected and found to have become progressively more stretched from the mid to distal end. The core wire was broken between the distal and mid solder joints. The introducer sheath was inspected and no anomaly was noted. Microscopic inspection observed the interlocking arm of the pusher wire was severely bent. The pusher wire dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as analysis confirmed flush was not sufficient. The dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).